Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone indicating that the insulin pump alarm an a21 and a17. Customer's blood glucose was 106 mg/dl. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer was advised that the device is experienced an unexpected restart. Customer was advised to monitor the insulin pump and call if issure recur. The customer was advised that the device is okay and she can reconnect.